Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Evaluation summary: preliminary analysis found a non-functional telemetry/output condition, determined to be due to a severely depleted battery. Visual and x-ray inspections of the device revealed no anomalies. When powered by an external supply, the device functioned nominally with regards to pacing output, lead impedance, regulated supply, and reference voltages. No hybrid anomalies were observed. Analysis of the battery cell found two openings in the top edge of the anode separator enclosure in segment 2 adjacent the exposed cathode material and cathode tab. There was lithium (li) material protruding from the openings which touched the cathode tab. Based on this analysis, battery depletion was the result of an internal short from the deposited li material breaching the anode separator and subsequently contacting the cathode tab adjacent the anode separator opening.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the patient was seen in the clinic the device could not be interrogated, despite trying multiple programmers. It was also reported that the battery appeared to be completely depleted, despite the battery being at > 3.0v at the last device check about six months earlier. It was noted that the patient had a recent af (atrial fibrillation) ablation. The device was explanted and replaced. No patient complications have been reported as a result of this event.